Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. All conductors were stretched, there was blood in/on the helix mechanism, the lead itself was stretched, and there was damage at implant.

Event description:
It was reported that during an implant, the lead couldn't be advanced into the right ventricular due to tight access next to the second sheath. While removing the lead for another attempt, the lead was significantly stretched and spacing was noted in the outer conductor upon inspection. A different lead was implanted. No patient complications have been reported as a result of this event.